Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader would not turn on by button or by test strips. On (B)(6) 2021, the customer stated they became drowsy, light-headed, sweaty, ringing in the ear, and subsequently lost consciousness. The hcp called the customer for a "check-up" however, there is no report of third party medical treatment reported. There was no report of death or permanent injury associated with this event.